Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 515 mg/dl. Customer was feeling thirsty during high blood glucose event. Customer stated that automode was not active during high blood glucose event. Customer declined troubleshooting for high blood glucose. Customer received alert for change sensor. Insulin pump will not be returned for analysis.